Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2013; 5076-58, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant, the right atrial (ra) lead dislodged. A lead revision was performed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.